Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 4087 lead implanted (B)(6) 2005 (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached the recommended replacement time (rrt) early. It was also observed that the charge circuit was inactive and alerts had triggered for a charge circuit timeout and long charge times. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and the electrolytic capacitor was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.